Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted u1003 pld processor and an open f600 fuse on the computer/analog board. The root cause for the shorted u1003 pld processor and f600 could not be positively identified. No adverse event resulted from the damaged monitor.